Manufacturer narrative:
Additional information was provided on 07jan25. Further investigation has confirmed this is not a reportable event, therefore this MDR is being cancelled.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the blood glucose reached 260 mg/dl. The cannula was not visible after pod removal indicating that a needle mechanism failure occurred. As treatment, a new pod was applied.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin.